Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was 145 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer declined a replacement device during the call and stated she wanted to wait to speak with her health care provider first.